Event description:
It was reported when using the bd pyxis medstation system, drawer failed the customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.